Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 2,142 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. On (B)(6) 2017 at 6:07 a motor stall occurred, then recovered at (B)(6)2017, 7:40. A second motor stall occurred at 11:52 on (B)(6)2017 with recovery at 19:13 on (B)(6)2017. The rep reported that the patient went to the emergency room since they heard the pump alarming tuesday night. Per the rep, the hcp checked the pump and decided to leave the pump running since the motor stall had recovered. The rep stated the pump was to be replaced on (B)(6)2017. The patient was just in their bedroom and there was nothing that was different with the environment in regards to electromagnetic interference when the stall occurred. After the pump was replaced, the rep was to send it back to the manufacturer for analysis. The patient did not have any symptoms of withdrawal. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis and review of the pump logs confirmed multiple motor stalls occurred. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 from the manufacturer's representative (rep). It was reported that the hospital's pathology department currently had possession of the pump and the rep would return to pump as soon as it was in their possession. No further complications were expected or anticipated.